Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would obtain back up insulin therapy from their health care provider.

Manufacturer narrative:
A pump malfunction related to the reported issue could not be confirmed; however, a different issue was found.